Event description:
In 2003, the pt was treated for an infrarenal aortic aneurysm with three gore bifurcated aaa endoprostheses. Twelve days later, an angiogram showed an occluded right limb where the gore bifurcated aaa endoprosthesis iliac extender component had been implanted. The following day, the pt underwent a thrombectomy and endarterectomy of the profunda and femoral artery. The following month, the pt underwent a left to right femoral to femoral bypass. In 2004, the pt underwent a right femoral to popliteal bypass.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.